Event description:
Eye care practitioner reported a pt presented with a peripheral ulcer os in the superior cornea. The lens is approved for daily wear but pt reported sleeping in the lens for one night. The pt was seen two days after the off-label use of the lens. The ulcer was accompanied by pain and looked infectious to the eye care practioner, although no culture was collected and there was no excavation, discharge or cells/flare in the anterior chamber. The eye care practioner reported observing <1mm infiltrate with surrounding edema at about 12 o'clock on the cornea. The pt was treated with a fluoroquinolone mono-therapy for a few days followed by the addition of lotemax to help treat the inflammation. At resolution there was a residual peripheral scar on the cornea and no reduction in visual acuity. The eye care practitioner stated that in his opinion the ulcer was not product related.

Manufacturer narrative:
Contact lens is not available and lot number info is unk. Based on all info no causal factors can be determined and no conclusion can be drawn.